Event description:
It was reported through a research article identifying that the perclose proglide device may be related to a hematoma. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "same-day discharge or overnight stay after percutaneous coronary intervention: comparison of net adverse cardiovascular events."

Manufacturer narrative:
(B)(4). Estimated date of occurrence as the procedures occurred between (B)(6) 2011 and (B)(6) 2012. Concomitant products: guide catheter: 6f, 7f; aspirin, clopidogrel, bivalirudin, heparin, glycoprotein iib/iiia inhibitors. The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information. No further reproduction is permitted.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.